Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was regained following the procedure.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between the ipg and charger. The patient has not been able to recharge the device in approximately 3 month and it is unknown when the patient last had stimulation. The patient's programmer also reflects a communication issue and the ipg is inoperable. As such, the patent may undergo surgical intervention at a future date to address the issues.